Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that insulin pump had partial display. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Insulin pump received with partial display due to cracked glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.